Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to go to her endocrinologist due to high blood glucose levels. It was stated that the customer also had an infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised that a tubing clamp would be sent. Nothing further was reported.